Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer previously reported information in reference to a product malfunction of an oxygen concentrator. The manufacturer received information alleging a burnt smell. There was no report of harm or serious injury to the patient. The following sections were corrected: h6 coding. During the evaluation there were no reportable malfunction reported. The problem code, evaluation method, evaluation results, and conclusion code were updated to reflect the results of the evaluation results.

Manufacturer narrative:
The manufacturer previously reported information in reference to a product malfunction of an oxygen concentrator. The manufacturer received information alleging a burnt smell. There was no report of harm or serious injury to the patient. The device was returned to a third-party service center for service for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of thermal product malfunctions.

Event description:
The manufacturer was contacted in reference to a product malfunction of an oxygen concentrator. The manufacturer received information alleging a burnt smell. There was no report of harm or serious injury to the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.